Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient has developed peristomal infection, redness and foul smelling discharges. The patient was hospitalized for antibiotic treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient has developed peristomal infection, redness and foul smelling discharges. The patient was hospitalized for antibiotic treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 8, 2014: the peg tube was implanted on (B)(6) 2014. On (B)(6) 2014, the patient developed infection with erythema, pain and effluence around the stoma site. Reportedly, the physician did not attribute the infection to the peg tube. The procedure was completed with this endovive standard peg kit pull method. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be improved.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient has developed peristomal infection, redness and foul smelling discharges. The patient was hospitalized for antibiotic treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.